Event description:
Device moved from intended location. The initial report did not have a batch number, however, we have received this information with product and the qn has been updated. Hence this updated reports.

Event description:
Device moved from intended location.